Manufacturer narrative:
The device was returned to olympus, however, evaluation of the reported issue, and attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the probe broke off from two thunderbeat shears during a therapeutic laparoscopically assisted vaginal hysterectomy procedure. The procedure was completed with a third replacement shear. There was no report of patient harm. This report is linked to the patient identifier (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5. The information included in b5 was inadvertently omitted from the initial medwatch report. It was confirmed that the patient's health was not impacted as a result of the procedural delay. Correction to g3 (date should be changed to november 9, 2023). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The probe was broken. Upon a review of the picture provided, it was discovered that the breakage of the probe started at the area where the cracks developed. There was a contact mark on the probe indicating that the probe was in contact with the non-insulated area. The proximal side of the tissue pad was worn away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probe broken possibly occurred by the following mechanism: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad". Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed that a procedural delay of a few minutes occurred as a result of the phenomenon. Parts come loose from the product. The probe was fallen outside of the patient's body, recovery was not necessary.